Event description:
Report 1 of 2. Report received form the USA stating that during a craniotomy case, the cutter got "stuck" in the device and could not be removed. There was a delay of less than five minutes to the case. Another device was available to complete the case. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have a saw blade lodged in place and could not be removed. Evidence suggests this was due to usage/wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).